Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a crack on the case by the battery compartment, the drive support cap appeared to be damage. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was not performed. It is unclear whether the insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked battery tube threads.